Event description:
On september 21, 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the power issue with the meter started about 1 month prior to contacting lfs. The patient manages her diabetes with insulin (self-adjuster). She was unable or unwilling to say whether she had made any changes to her usual diabetes management routine as a result of the alleged issue. She claimed that "1 week" later, she developed symptoms of "thirst, pancreatitis, ketoacidosis, throwing up, dehydrated, light headed [and] dry mouth". She reported that on an unknown date and time she was hospitalized. The cca noted that the patient reported a "reading of 1200 when she went to hospital" and she "remembers a reading of 600". The patient claimed that she received IV insulin from a healthcare professional (hcp) to treat her symptoms. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. Based on the information provided, there was no misuse of the product. The cca also noted that the patient was using the correct test strips. However, the patient did not have testing supplies available at the time of the call, so no further troubleshooting was possible. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hyperglycemia which required treatment in hospital from an hcp, after the alleged power issue began.